Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to charging issues. The patient was doing well postoperatively. The explanted product was disposed by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately six months ago from date manufacturer was made aware.